Manufacturer narrative:
(B)(4)

Event description:
It was reported that merlin.net transmission had revealed the right ventricular lead exhibited low impedance and noise. The physician had planned to reprogram the lead during patient next follow up. No intervention was performed.